Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient called to get compatibility on MRI for shoulder on current device. When talking patient mentioned they got injured and the other system broke on (B)(6) 2019. Patient had to get new stimulator. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.